Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. Visual inspection of the machine showed a leak from the seal of the bicart holder. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the seal failure and the sealing ring was replaced to address this issue. The external leak of fluid occurred at a component where the leak does not have the potential to harm the patient. This is therefore not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed in the "dry powder stent" of an ak 98 machine during testing. There was no patient involvement. No additional information is available.